Manufacturer narrative:
The customer's report was duplicated and attributed to an airway pressure transducer on the smart pneumatic module. The airway pressure transducer on the smart pneumatic module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "airway pressure sensing failure - 1052" error message. Complainant indicated that there was no patient involvement in the reported malfunction.